Manufacturer narrative:
The insulin pump was received with no button response due to flattened and creased dome switches on the escape and act buttons. The keypad connector on the lcd board was locked. Unable to perform the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test due to no button response. The insulin pump had cracked case at display window corner, cracked reservoir tube and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call indicating that she was hospitalized due to low blood glucose. Customer's blood glucose at time of admission was 32 mg/dl. The customer was admitted at the hospital on (B)(6) 2016. Customer cause of hospitalization was hypo event. Customer was released at the same day she went to the hospital. Customer was wearing the pump at time of hospitalization. Customer stated that her buttons are not responding and she can't look at her settings.